Event description:
Healthcare professional confirmed, "capsular contracture, baker grade IV".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "pain, hardness, pressure, tightness, feels like its growing". Healthcare professional reported later "capsular contracture baker grade unknown". This record is for the left side. Device has been explanted.

Event description:
Patient reported "pain, hardness, pressure, tightness, feels like its growing". Healthcare professional reported later "capsular contracture baker grade IV". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ use error: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ breast pain: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.